Event description:
It was reported that during implant the connector pin of the lead was found bent. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.